Event description:
It was reported that a malfunction alarm labeled as malf 12 occurred with the customer's device. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. The customer initially could not reset the pump due to the absence of a charging pad, and technical support later provided reset instructions. After resetting, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if the issue happened again. No additional concerns were reported about the outcome of the event.